Event description:
The customer reports the unit displays error 22. Upon triage on (B)(6) 2017 the service tech found the unit had no alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the customer reports the unit displays error 22. Upon triage, the service tech found the unit had no ramp up alarm." The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.